Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 475 mg/dl. The customer alleged that insulin pump was under delivering insulin. Customer stated that insulin pump had insulin flow block alarm and feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with manual injection. Auto mode feature was not active at the time of incident. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.